Event description:
According to the reporter during a thoroscopic resection of the lower lung, there were problems unloading the device and the jaws of the device locked on tissue. The reload broke off at the end of the handle and fell into the patient cavity. It was resected out by using another handle and additional reloads. There was unanticipated tissue loss. There was an extension of incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted instrument firing knobs were retracted and the articulation lever was in neutral position. The firing rod was bent. The adapter of the reload returned was found still engaged within the handle. Functional testing could not be completed due to the condition of the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur due to over flexure of the reload while attached to the instrument. Replication of the locked on tissue condition may occur when the reload is fully fired, the user has broken the anvil adapter by rough handling, and then caused the pusher to deform resulting in the excessive retraction forces/locking on tissue condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.